Event description:
It was reported that the user experienced a charger malfunction in which the charging pad and cord would not consistently charge the device unless the cord was held at a specific angle, and replacement charging components were arranged after basic troubleshooting steps such as trying different outlets. Symptoms included no clinical effects. Outcomes included no impact beyond the need for replacement supplies. Investigation included review of the complaint, troubleshooting with the user, and logistical arrangements for replacement components. Investigation of this case revealed a suspected intermittent connection or wear affecting the external charging components. It was concluded that the event was related to a malfunction of the charger assembly without patient injury.